Event description:
It was reported that pre-op, the preamplifier was faulty and there was no output. There was no patient involved.

Manufacturer narrative:
H3: the product analysis of the device found several issues: a loose screw shorted the interface connector, heavy oxidation was present in the remote electrodes input connector, a foreign screw was found inside and was shorting the connector, and the housing was cracked this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.